Event description:
It was reported that a malfunction occurred with the customer's insulin pump, displaying malfunction code 0. The impact on the customer's blood glucose level was unknown, as the customer declined to answer whether levels exceeded 500 mg/dl. Technical support assisted the customer by providing information on how to reset the pump; however, the malfunction code recurred after being reset. Consequently, technical support decided to replace the pump and instructed the customer to use multiple daily injections as a backup therapy to ensure continued insulin delivery. The customer was informed on how to put the pump into storage mode before returning it using a pre-paid label within 10 days.